Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 2.6 mmol/l. It was stated that the customer had woken up with high blood glucose levels initially. The customer had changed the infusion set two days prior to being admitted, and was not connected to the infusion set during the manual prime. Troubleshooting was performed, and the customer felt that the daily totals were not correct. The customer couldn't recall delivering so much insulin based on the daily totals, but stated it was a possibility. The insulin pump passed the displacement and self tests. Nothing further was reported.